Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did found one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00238 and 3013394970-2017-00241. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: devices failures associated with the device bending. Additional information was received on july 28, 2017. That patient had a lot of soft tissue to go through and the angio-seal wire bent while attempting to advance the first component of the angio-seal device over the wire, while advancing it through the soft tissue plane. The device could not be delivered after the wire bent. A hematoma was forming and we decided to hold manual pressure rather than attempt to deliver a new angio-seal over the bent wire. Blood loss was difficult to estimate as there was a hematoma.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. However based on the complaint description the patient may have has anatomical differences that provided resistance to the inserting the arteriotomy locator and sheath. Likely the physician tried to overcome this resistance by applying additional force, which bent the wire. The note that the patient had a lot of soft tissue to traverse indicates that the underlying patient physiology likely contributed to the kink of the device. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.